Event description:
It was reported that patient notifier was delivered for non-sustained lead noise. Patient was asymptomatic. Significant and sporadic noise was observed upon review of stored egms. Noise was not reproduced with provocative isometrics and arm positional movements. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.